Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to cracked and bleeding lcd glass. The pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing o-ring. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 300+ mg/dl. The customer stated that the pump was dropped and you cannot see the screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.